Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) - non-surgical medical intervention required. (B)(4) - stent positioning issue. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial partially covered stent was used during a stenting procedure within the left main bronchus on (B)(6) 2010. According to the complaint, the stent was initially deployed in a satisfactory position, but immediately afterwards, it migrated proximally. The stent was removed from the patient and two uncovered stents were used to complete the procedure. There were no patient complications reported as a result of this event. The patient was reported to be "okay" following the procedure.